Event description:
Medtronic received information that prior to the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the implant procedure, the valve dislodged out of the annulus after deployment. Hypotension occurred upon attempted snaring of this valve. As reported, this valve may have shifted with the snaring. A transthoracic echocardiogram (tte) revealed acute right ventricular (rv) dysfunction with report of a ¿severely¿ dilated rv. A chest x-ray revealed an enlarged heart with central congestion/edema and small left pleural effusion. The rv dysfunction was reported likely caused by a right coronary artery occlusion. Intubation, chest compressions and oral medication were required. Ultimately, this transcatheter valve was snared through the right radial access and positioned immediately distal to the innominate artery. Subsequently, a non-medtronic transcatheter valve was implanted ¿to avoid interaction with the medtronic valve¿. Hemiplegia presented. A computed tomography (CT) performed following the valve implant identified mild non-specific cerebral white matter disease and confirmed the cerebral vascular accident (cva) with more than thirty small strokes consistent with embolic strokes. The day following the valve implant procedure a brain magnetic resonance imaging (MRI) with contrast identified within the bilateral frontal lobes, bilateral tempor al lobes, bilateral parietal lobes, bilateral occipital lobes, bilateral cerebellar, left thalamus, left basal ganglia, and right caudate. The largest stroke was located in the right cerebellum measuring 2.1 centimeters (cm). Associated flair signal hyperintensities were also identified but no associated hemorrhage. No treatment was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the enlarged heart occurred prior to this event. The central congestion/edema and pleural effusion were the reason for the initial implant of the transcatheter valve. The right coronary occlusion was due to the dislodgement of the transcatheter valve during the procedure. Once the valve was snared, the coronaries were no longer occluded. The non-medtronic valve that had also been implanted was not implanted valve-in-valve and was implanted without issue. The hemiplegia presented on the date of the valve implant procedure and had resolved the following day without permanent impairment. As reported, it was unknown at what part of the procedure the strokes had occurred. However, the physician reported that the strokes were solely procedural related. There was no history of strokes or transient ischemic attacks (tia). The patient was discharged home, reported as recovered, and planned out-patient rehabilitation. Updated data: h6 annex f corrected data: a1, h6 annex e medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic, so no product analysis could be performed. Potential factors that could influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. A pre-implant balloon aortic valvuloplasty (bav) was performed but with the information available, a conclusive cause of the dislodgement could not be determined. Per instructions for use (IFU), occlusion is listed as a potential risk associated with the implantation of the device and it could be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors. Per the physician, the coronary occlusion was due to the dislodgement of the valve. However, this could not be confirmed by medtronic with the information available, so a conclusive cause of the occlusion could not be determined. Heart failure is listed in the device IFU under potential adverse events, and could be related to several factors (procedure, patient comorbidities). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be d etermined with the information available. However, the patient had heart failure symptoms before the valve implant, which may have been a contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and could occur despite a normally functioning device or model implant procedure. With the information available, a conclusive cause of the hypotension could not be determined but the valve dislodgement may have been a contributing cause as hypotension occurred upon attempted snaring of this valve. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. It was unknown at what part of the procedure the strokes had occurred, but the physician reported that the strokes were solely procedural related. This could not be confirmed by medtronic with the information available, so a conclusive root cause of the stroke could not be determined. Updated data: h6 - eval code result and eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are:product ID: d-evprop2329us, product serial/lot number#: (B)(6), use by date: 2022-oct-02 and UDI #: (B)(4). Concomitant medical products: product ID: l-evprop2329us, product lot/serial number#: (B)(6), product type: loading system, implant date: na, explant date: na. Updated/corrected data: a5a, a5b, b5, d10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Indicated ,the right coronary occlusion and stroke were resolved on the valve implant date. As reported, the stroke and coronary occlusion was possibly, also related to the valve and delivery catheter system (dcs).